Event description:
Hcp requested review of ahr events. Discussed mvp function. Short atrial intervals are noted on the ahr events with limited egm data to review. Ar intervals are suggestive of oversensing on the atrial channel. Lead impedances are stable and wnl. Consider testing isometrics and serial lead impedances to assess the atrial lead. Leads are b.sci leads from 1993. Hcp will discuss with following clinic to have case reviewed for further (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).